Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: g7 dual mobility liner 40mm d; item: 110024462; lot: unknown. Desc: 28mm i.d. 40mm o.d. Size d bearing; item: 110031010; lot: unknown. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision due to symptoms of a metallic allergy approximately two years post primary surgery. Attempts have been made and no further information has been provided.